Manufacturer narrative:
This event was not an actual complaint. The service record was opened as a test complaint for training purposes. There was no problem with the system.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the bag/vent switch was not operating as expected. There was no report of patient involvement.